Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol) there was no particular resistance during the plunger rotation. However, the haptics adhered to each other, and a circular foreign material was observed on the posterior surface of the iol. The account attempted to remove the foreign material with irrigation and aspiration; however, it could not be completely removed and the procedure was completed. During a postoperative examination the following day, no issues attributable to the foreign material were observed. No additional medical intervention was performed and no patient injury was reported. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.